Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited low impedance. On (B)(6) 2016, the lead was capped and replaced during a device replacement change out procedure. The patient was in stable condition.